Manufacturer narrative:
Event updated to reflect additional information. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:15 pm CT. The report number is being corrected from: 2183959-2018-61597 to: 2183959-2018-60689.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the procedure was performed to revise the cylinders. The explanted ipp was not returned for investigation. No patient complications were reported during the procedure. Further information was requested and not yet received. Should additional relevant details become available, another supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.